Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2021-16694. Related manufacturer reference number: 1627487-2021-16696. Related manufacturer reference number: 1627487-2021-16698. It was reported patient had loss of therapy due to the ineffective coverage of dual occipital and dual supra orbital system. Images indicated that the dual extension were kinked and fractured. As a result, surgical intervention took place wherein the ipg and one extension was explanted and replaced with new ones. Post operatively effective stimulation was restored. It is unknown which extensions addressed the issue and therefore all extensions are being